Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had issues with an unresponsive act button. The customer's mother stated that the button was not working at all. The customer's blood glucose was 244 mg/dl. The customer's mother did not recall any significant events prior the keypad issues but stated that the insulin pump may have been hit while playing baseball. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer's mother agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button due to flattened dome. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.